Event description:
Information was received indicating that during use of a smiths medical cadd legacy pump, patient was having some issues. It was also reported that this happened a couple of times. No adverse effects were reported.